Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, ventricular lead connection issues were incurred. Reportedly, the ventricular lead was connected and clicking of the screwdriver was not heard; it was not possible to unscrew this is-1 setscrew. Since the lead was tightened and electrical tests revealed proper results, the device was kept implanted. Nevertheless, an explanation (and recommendation) is required.